Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) dilation procedure to treat egd strictures performed on (B)(6) 2025. During the procedure, water was leaking from balloon shoulder through puncture hole. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.